Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The operating currents test including low battery, off no power, battery indicator or battery out of limit alarm could not be performed due to the blank display. The device was received with a crack on top right corner near the display window, cracked reservoir tube near the reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power and the display went blank. Blood glucose value was 148 mg/dl. She stated that she did not receive a low battery alert prior to the off no power. The customer confirmed there was no damage or corrosion on the battery cap, compartment or spring. She stated that the display did return after changing the battery. The insulin pump was replaced and the customer agreed to return the product for analysis.